Manufacturer narrative:
The investigation has been completed. Cybersecurity; compromised availability of applicable system or product; networking resources or services rendered unavailable to its users. The cause of the security vulnerabilities were vulnerabilities discovered with yocta linux. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility's biomedical engineer reported the automated impella controller (aic) experienced system self-check errors. No clinical details regarding resolution or patient condition were provided. No patient was involved.